Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited under sensing. Programming recommendations were provided and the icm continue to be monitored remotely. The patient was stable throughout.